Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead in two segments was severed. The allegations against the lead were not confirmed based on normal lead segment resistance measurements and inspection that showed no conductor issues. The lead tip and tines appear intact and undamaged.

Event description:
It was reported that left ventricular (lv) lead exhibited loss of capture as the lead was found to be dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported.